Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, it was noted that the device was pacing at a lower rate than it was programmed. The nurse found this condition and stopped using the epg. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the case was cracked.